Event description:
It was reported that arctic sun device failed the cooling functionality testing during service. Service was completed because unit reported issue with cooling patient. Per follow up information received via email on (B)(6) 2024, the device has been sent into the bd facility and has been evaluated. The issue has not been resolved however the unit has been evaluated and the device has a cooling issue for which it will need to be sent to the us for repairs. Device removed and therapy delivered by alternate methods. This ICU only has 1 x arctic sun, so when it was not working, they had to manually cool patient. The ICU team did not report any impact to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the cooling functionality testing during service. Service was completed because unit reported issue with cooling patient. Per follow up information received via email on 14feb2024, the device has been sent into the bd facility and has been evaluated. The issue has not been resolved however the unit has been evaluated and the device has a cooling issue for which it will need to be sent to the us for repairs. Device removed and therapy delivered by alternate methods. This ICU only has 1 x arctic sun, so when it was not working, they had to manually cool patient. The ICU team did not report any impact to patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.